Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve was recaptured twice due to the valve dislodged twice above the annulus. Upon attempting to deploy the valve for the 3rd time, the deployment was unsuccessful due to the valve dislodging aortic. The valve was recaptured and withdrawn from the patient. It was noted that calcification in the left ventricular outflow tract (lvot) was a contributing factor for the valve not sitting in place properly. The deployment starting point was at the bottom of the pigtail catheter. A decision was made to use a medtronic 23 mm valve instead. The valve was implanted without incident using standard techniques and the procedure was completed successfully. It was noted that prior to valve dislodgement the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 0 to -1 millimeter¿s (mm). Additionally, a non-medtronic (safari) guidewire was used for the implant procedure. No adverse patient effects were reported.